Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2019 with unknown blood glucose levels at the time of the incident. The customer was at 155 mg/dl at the time of the call. The customer was given intravenous glucose to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer stated they had an over delivery of 99 units of insulin. Troubleshooting was completed and the pump failed a displacement test. The pump may have been exposed to strong magnetic fields. The insulin pump, reservoir, and set will be returned for analysis.

Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08710 inches. The motor was tested outside of the device and passed. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. The following analysis summary relates to recent testing of pumps performed as part of litigation. This additional testing is being added as a supplement to the original test results noted above. Visual inspection verify if the pump has any cosmetic damage (yes or no): yes. If yes, location of the damage (i.e., display screen): minor scratched display window, scratched case, cracked retainer ring, and pillowing keypad overlay. Retainer ring color (black or clear): clear. Is the retainer ring connected to the case (yes or no): yes. Is the retainer ring intact (yes or no): yes. If no, describe the condition: n/a. Verify if the reservoir locks in place? (Yes or no): yes. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08710 inches. The motor was tested outside of the device and passed. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.